Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (batch no. A78083, 12570405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual cramps, pregnancy, nabothian cyst and nephrolithiasis. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In october 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anxiety ("psych injury, psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and depression ("psych injury, psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: patency of right fallopian tube with a thin whisp of contrast seen to spill into the right adnexa; on (B)(6) 2014: unilateral occlusion (left tube occluded) 1. Persistent patency of right fallopian tube with spillage of contrast into the right adnexa. 2. Persistent patency of the right fallopian tube with spillage of contrast into the right adnexa (as written per pfs, please note discrepancy).; on (B)(6) 2014: persistent patency of the right fallopian tube with spillage of contrast into the right adnexa (per mr). Lot number: 12570405 manufacture date: 2013-04 expiration date: 2016-01. Lot number: a78083 manufacture date: 2012-12 expiration date: 2015-12 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (batch no. A78083, 12570405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual cramps, pregnancy, nabothian cyst and nephrolithiasis. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anxiety ("psych injury, psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and depression ("psych injury, psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded) 1. Persistent patency of right fallopian tube with spillage of contrast into the right adnexa. 2. Persistent patency of the right fallopian tube with spillage of contrast into the right adnexa (as written per pfs, please note discrepancy).; on (B)(6) 2013: patency of right fallopian tube with a thin whisp of contrast seen to spill into the right adnexa; on (B)(6) 2014: persistent patency of the right fallopian tube with spillage of contrast into the right adnexa (per mr). Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish" were added. Reporter information, medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: results of essure confirmation test (unspecified) - right occlusion only. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: new events added- abdominal pain, mental disorder. Outcome of the events updated. Lab data updated. Reporter added, patient demographic added, essure removal date added and product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.